Event description:
It was reported that some months ago this patient had a left ventricular assist device (lvad) procedure and the right ventricular (rv) was repositioned. Currently, this rv lead exhibited low out-of-range pacing impedance measurements, noisy signals, and oversensing. A possible lead issue was suspected. Bringing the patient in the further evaluation was recommended. At this time the product remains in service and no adverse patient effects were reported.